Event description:
In 2006, the lay user/pt contacted lifescan alleging that her one touch ultra was reverting to the setup mode after the meter's battery was replaced. The medical affairs specialist listened to the original call between the pt and the customer care advocate. The pt reportedly was unable to test on her meter for two days. On the event date, morning, the pt took her insulin (unspecified type and dose). Later in the afternoon the same day, the pt was "sweating all over" and stated that she was having an "insulin reaction" because she may have taken too much insulin in the morning and because she missed a "meal". The pt was unable to test on her meter before and during her reported symptoms. Her friend, a non-health care professional, who was with her at the time, got her food/drink at 6pm. The customer care advocate (cca) walked the pt through setting up the meter and resolved the issue. This complaint is being reported because the pt was unable to test for two days and developed symptoms suggesting the pt had a low blood glucose level. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report